Event description:
It was reported that the pump touch screen was missing pixels. Reportedly, the customer experienced blood glucose (bg) levels ranging from 42-562 mg/dl. Customer administered a manual insulin injection to address elevated bg, and low bg was addressed via consumption of carbohydrates and sugar. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.